Event description:
It was reported that the device possibly had early elective replacement indicator (eri). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: performance data was collected from the device and analyzed. Analysis of this data revealed that there was an alert for low batteryvoltage rrt (recommended replacement time). The time of rrt in save to disk was on (B)(6) 2013 and the device rrt was less than orequal to 2.6251 volts. Concomitant products continued: 555453 implantable pacing lead implanted (B)(6) 2004; 507135 implantable pacing lead implanted (B)(6) 2007. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated normal battery depletion.